Manufacturer narrative:
The customer observed 4 loose pads in the strip provider module (spm). The customer cleaned the spm. Customer was advised to check for any loose pads before loading strips into the spm and they stated that the strip inspection is already in place. Service was not onsite for this event. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 4 loose pads had fallen off into the strip provider module (spm) on their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.